Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Dealer states that the right side wheel is warped. Per the technician's evaluation, it is confirmed that the right rear wheel is out of round. It was also found that the wheel is rubbing the frame.